Event description:
It was reported that the 9900 system would not boot when turned on. Cases were completed with another system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reloaded the system software and restored system calibration files. The system was tested and found to be working as intended and placed back into service.